Event description:
Pump connected at 1232. Pump should be complete at 1032 3 days later. Per pt, pump started alarming a few minutes before 7am. She called the pump support who helped her clear the alarm and restart the pump. A little bit later the pump starting alarming again, she called support again who helped her clear the alarm again and told her to call if it beeps again. Pt called a third time for alarm and support told her to turn off the pump and per pt said that "I had probably gotten enough of the drug". Pt states there was about 3 hours and 32 minutes remaining on screen when she turned off the pump.